Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during automated peritoneal dialysis (pd) using a amia automated pd cycler, the patient experienced bloatedness and difficulty breathing. The patient was connected during the time of the event. It was reported that the device was not draining for three days. The patient attempted to manually drain, however it was reported that "nothing was coming out". There was no report of medical intervention. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.